Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown. However, the reported 1.5mm hex driver tip, locking groove was returned for evaluation. Manufacturing and inspection records were reviewed, and no anomalies were found. The 1.5mm hex driver tip, locking groove (part number 80-0728, batch number 599699) was examined visually under magnification. The main body was returned with the tip/drive portion partially missing (separate tip portion not returned). The returned driver exhibited breakage at the drive feature / tip end of the device. Instead of terminating with a contiguous hex drive feature, the hex drive feature exhibited a fracture surface. The main driver's body drive interface terminated in a fracture surface. The observed fracture is highly oblique/angled to the device axis and the surface exhibited significant bowing/cupping/warping; the combination of both the oblique angulation and the cupping resulted in the fracture surface appearing to spiral about the axis of the device. The surface was lightly textured. Regions adjacent to the fracture surfaces exhibited no stretching or necking (i.e. No signs of ductility); regions adjacent to the fracture surface closest to the main body appeared jagged / rough. The drive features (read: edges of the hex drive) did not appear to be twisted about the device axis. The observed device damage did not suggest a ductile failure mode, nor failure from fatigue. Observed phenomena suggested a brittle failure mode may have occurred; brittle failure may occur when unusually large torques and/or unusually large loads are applied to devices. Devices that fail in pure torsional loading conditions (i.e. Over-torque) will usually have a singular flat fracture plane that is perpendicular to the device axis. Devices that fail in complex loading conditions beyond pure torsion (i.e. Over-torque with additional off-axis loading) may exhibit a flat or cupped/bowed fracture surface, as well as potential multiple/complex fracture surface setups, which are usually oblique/angled to the device axis; these complex loading scenarios may also result in the lobes of the drive feature being bent off-axis. However, based on the information received and due to unknown surgical conditions, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10. Investigation findings code (annex c): updated to 3243.

Event description:
It was reported that the driver's tip snapped during surgery. A second driver tip from the set was used to complete the surgery with no delay. No adverse patient consequences were reported. This report is related to report number 3025141-2024-00647 for the screw involved in this event.

Manufacturer narrative:
Per information received, it was indicated the device was available for evaluation; however, the results of the investigation are inconclusive as the device was not received for evaluation. Manufacturing and inspection records could not be reviewed as device batch/lot number is unknown. Based on the information received, the root cause could not be determined.